Event description:
It was reported that during the implant procedure, the right atrial lead was unable to be positioned in place. The lead was not used. The patient was stable during and post procedure.